Event description:
The clinician reports that the day the implant was placed in ada 18, failure occurred upon insertion. Immediate extraction site. Patient presented with bone type IV. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.